Event description:
Baxter field service engineer reported a battery depleted alarm on a colleague pump observed during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.